Event description:
T was reported by the customer that a bd pyxis¿ medstation¿ es device had drawer failure, preventing user from removing the required medications. The customer stated that there was a delay since the medications retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 failed with pocket b4 failed. A field service engineer upon inspection, found that the drawer had failed due to a medication jam in the pocket. Then cleared the jammed medication and proceeded to test the drawer and pocket using the inventory and recovery functions. The drawer and pocket were successfully recovered and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.